Event description:
The customer reported being unable to change a low battery within the required time. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.